Manufacturer narrative:
Follow-up 8/10/2016: the customer reported that their issue has been resolved. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing step, filling took more insulin than expected. There was no insulin observed after filling the tubing with 30 unites of insulin. There was no reported impact to the customer's blood glucose level. The customer began to observe insulin exit the tubing after 40 units of insulin had been used to fill the tubing.